Manufacturer narrative:
Evaluation summary: the reported condition of failure code 703 was confirmed by the baxter repair technician. Inspection of the device revealed the failure was caused by a rusty component on the uim pcb (user interface mechanism printed circuit board). The uim pcb was replaced and the device was tested by the repair technician. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated.

Event description:
The facility reported an infusion pump with a failure code 703. Information was not provided regarding whether or no the failure occurred during an infusion. The hospital representative stated that there have been no reports of any patient injury or medical intervention. No additional information is known.